Manufacturer narrative:
Medical device brand name: bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2279225. Medical device expiration date: 06-oct-2023. Device manufacture date: 06-oct-2022. Medical device lot#: 2300612. Medical device expiration date: 27-oct-2023. Device manufacture date: 27-oct-2022. Medical device lot#: 2312539. Medical device expiration date: 04-nov-2023. Device manufacture date: 08-nov-2022.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin microscopic gram-negative rods were found in the control. The following information was provided by the initial reporter: microscopic gram-negative rods were found in the quality control.

Manufacturer narrative:
H.6 investigation summary. Material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 2279225. The batch history record review for batch 2279225 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2279225 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was placed into the 20¿25-degree celsius incubator and one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity. There was no change in the color and clarity in of the media. The media remained medium yellow clear to trace hazy as described in the certificate of analysis. Batch 2312539. The batch history record review for batch 2312539 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2312539 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was placed into the 20¿25-degree celsius incubator and one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity. There was no change in the color and clarity in of the media. The media remained medium yellow clear to trace hazy as described in the certificate of analysis. Batch 2300612. The batch history record review for batch 2300612 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2300612 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was placed into the 20¿25-degree celsius incubator and one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity. There was no change in the color and clarity in of the media. The media remained medium yellow clear to trace hazy as described in the certificate of analysis. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed for batches 2300612, 2312539, 2279225 based on retention sample investigation. Bd will continue to trend complaints for contamination/appearance defects/non-viables for batches 2300612, 2312539, 2279225. The color and clarity of the media on all three batches is light to medium light yellow, trace hazy to clear witch is in accordance with the certificate of analysis. Material 221788 prior to using should be boiled for ten minutes. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. As stated in our package insert, "do not use medium if it shows evidence of microbial contamination, discoloration, drying or other signs of deterioration". Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. A CAPA (corrective and preventative actions) has been initiated per bd procedures. The CAPA is currently in the investigational stage where applicable corrective actions are being identified. Bd expects improvement in the observation of hazy media due to non-viables as the CAPA progresses. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin microscopic gram-negative rods were found in the control. The following information was provided by the initial reporter: microscopic gram-negative rods were found in the quality control.